Manufacturer narrative:
The lot number is unknown therefore the date of manufacture can not be determined. No analysis or conclusions can be made with out the device. Information has been added to the database for trending purposes.

Event description:
The caller stated that her patient's 6lpc tracheostomy tube's cuff would not hold air. The tube was in use for two weeks. The leak in the cuff required recannulation with another 6lpc that was not a part of routine trach changing. The spot of the leak was not isolated. The caller stated that the cuffs on this patient's tubes are not pre-tested and they are inflated with 10-15 cc s. The tubes thrown away, and no lot or expiration date is available.